Event description:
It was reported that the user ate a hamburger patty with cauliflower for dinner, then experienced decreasing blood glucose despite taking glucose tablets and subsequently consuming orange juice and soda, which led to a low followed by rebound high. The user sought guidance on announcing meals, accurate carbohydrate content, and avoiding overtreatment, and education was provided on treating lows with 10¿15 grams of fast carbohydrates and waiting 15 minutes, with context that an incorrect procedure or method was implicated and the device component involved was the user interface. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 40 mg/dl to 222 mg/dl. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal handling and treatment of hypoglycemia, categorized as an improper or incorrect procedure with user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. A separate report will be submitted for overtreating hypoglycemia.